Event description:
It was reported that during an unknown procedure, after the surgeon fired the device, the jaws could not be opened. The surgeon used another device to cut beside the tissue. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.